Manufacturer narrative:
Pump received with blank display and vibrating due to cracked (chip u6) on the pcb2 board. Unable to perform self-test, displacement test, active current measurement and sleep current measurement test due to blank display. Unable to download due to blank display. No moisture damage noted to electronic assemblies or motor assemblies per visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case at the battery tube, stained serial number label, corroded battery tube. Blank display was noted due to cracked (chip u6) on the pcb2 board. Cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse events. The event involved product(s) mmt-1885. No harm requiring medical intervention was reported. The product mmt-1885 was returned for analysis.